Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of automated peritoneal dialysis therapy. The spike/port connection was not completely made. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.